Event description:
Surgeon was using the harmonic scalpel. He reported that the instrument was not cutting well - not as well as it should and not as well as usual.or team offered to replace the disposable handpiece but he said he was fine continuing to use the malfunctioning handpiece.the cord and machine were later tested and were found to be fine, so it was determined it was the handpiece that was not working properly.the surgeon had no trouble finishing the procedure and there was no negative effect to the patient.what was the original intended procedure?hemorroidectomy.